Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during initial placement. The implant was unable to be placed. No additional adverse patient consequences were reported.